Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A investigation was opened for a customer report of a fluidics cassette latching issue. As the report was against the cassette and not the system, the complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that when switched the infusion from fluid to air, there was no air coming out during surgery. The procedure type was unknown. They ended up switching machine and opened a new pack during the surgery to complete the procedure. No patient impact was reported. Additional information was requested and received that there was no patient harm.